Manufacturer narrative:
The manufacturer previously reported receiving a voluntary medwatch (mw 5102233) alleging a ventilator's sound abatement foam became degraded and the patient was hospitalized for seizures and increased carbon dioxide levels. In the previous report b2, h7, and h9 were omitted. They are reflected on this report. H1 was incorrectly reported as a malfunction and should be reported as a serious injury. It is corrected on this report.

Event description:
The manufacturer received a voluntary medwatch (mw 5102233) alleging a ventilator's sound abatement foam became degraded and the patient was hospitalized for seizures and increased carbon dioxide levels. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving a voluntary medwatch (mw 5102233) alleging a ventilator's sound abatement foam became degraded and the patient was hospitalized for seizures and increased carbon dioxide levels. After receiving further information from the patient it is determined that the initial report should have been filed as adverse event only.